Manufacturer narrative:
Results and conclusions summation: product performance engineering reviewed the incident info. Reportedly, the pt anatomy including restenosis in previously placed stents, which could have contributed to the difficulties experienced. It is possible that as the difficulties advancing and resistance with the vessel were experienced, the stent implant interacted with the previously placed stent or the pt anatomy such that it loosened and then dislodged from the balloon. Although it appears that the difficulties experienced may have been related to the circumstances of the procedure, without the returned device for analysis, a definite root cause cannot be determined.

Event description:
Reporting status: serious injury - medical intervention/permanent impairment. Reporting rationale: stent remains in pt. Device issue: stent dislodgement. It was reported that the pt was presented with 80% proximal lcx disease within a previously placed stent, which trapped the om-1 branch. There was also 100% occlusion in the stent previously placed in the av groove of the lcx. After pre-dilatation, an attempt was made to advance the 2.5 x 15 mm promus stent delivery system (sds), but it failed to cross the om branch. As the sds was being removed from the pt, resistance was met in the distal left main. When the sds was inspected outside of the pt, the stent was not on the balloon. Under fluoroscopy, the stent was found in the proximal left main. An attempt was made to snare the stent, but was unsuccessful and resulted in the stent floating into the aorta. A whole body fluoroscopy was performed, but the stent could not be located. Three stents were eventually deployed in the target lesions and final angiograms revealed a residual stenosis of 10-20% with normal flow. The pt was transferred to the ICU in stable condition. No add'l event or pt info is available. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.